Manufacturer narrative:
The technician found the latch pin was missing. He replaced the latch pin, retaining ring and spring to repair the bed.

Event description:
Information received indicates the siderail will not stay up.